Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of 7 years, 3 months due to mild regurgitation and ascending aortic aneurysm with chronic type a dissection. The patient presented with shortness of breath. The explanted valve was replaced with a 25mm 11500a valve. The patient was in stable condition post-procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). H11: corrected data: correction h6 (component code). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. An aneurysm is an abnormal bulge or ballooning in the wall of a blood vessel. Untreated aneurysms can burst open, leading to internal bleeding. Depending on the location of the aneurysm, a rupture can be life-threatening. Risk factors for aneurysms include high blood pressure, high blood cholesterol, atherosclerosis, smoking, and a weak vascular wall caused by inherited connective tissue disorders such as marfan syndrome and ehlers-danlos syndrome. There is no evidence to suggest a manufacturing defect caused or contributed to the svd. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and hyperlipidemia, diabetes mellitus. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported svd is included in the IFU. There is no evidence to suggest a manufacturing defect caused or contributed to the reported aneurysm. Based on the information available, the most likely cause is patient factors. This event, or its consequences, is a known anticipated risk/potential adverse event included in the instructions for use (IFU). Per customer, the device is not available for return. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not suspected or confirmed through investigation, no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was learned through implant patient registry and investigation that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of 7 years, 3 months due to degeneration, leaflet thickening, mild regurgitation, and ascending aortic aneurysm with chronic type a dissection. The patient presented with nyha class I heart failure. The patient presented with sob. The explanted valve was replaced with a 25mm 11500a valve. The patient was transferred to the ICU in stable condition post-procedure. Per pathology report, the specimen contained was a tricuspid bioprosthetic valve which is 2.8 cm in diameter, 1.4 cm in length with a luminal diameter of 1.8 cm. The cusps are tan, soft, and pliable averaging 1.8 x 1 x 0.1 cm. The distal side of each cusp exhibits fine tan granularity. No discrete lesion is seen. No soft tissue is seen.

Manufacturer narrative:
H11: additional manufacturer narrative: updated section b5. G3 (date received by manufacturer) and g6 (type pf report follow-up number filled out.) Updated section h2 (follow-up type) . H11: corrected data: h6 (clinical code, device code).